Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The(se) found the display to be unresponsive. The se replaced the display lcd assembly. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during setup for the patient the ht70 plus ventilator was unable to change screen or start ventilation

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.